Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of side car - rx pushback. Visual evaluation of the returned device found the side car-rx was torn and presented pushback out of specification. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback and tear. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a common bile duct stone lithotripsy procedure. According to the complainant, during the procedure, the trapezoid¿ rx basket along with the guidewire was inserted in the bile duct. After multiple attempts inserting the basket, the side car-rx (guidewire lumen) was torn making it difficult to insert the basket back into the bile duct. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.